Event description:
In 2008, a healthcare professional from hospita, contacted an allen sales representative concerning patient complications following a nine-hour positioning procedure during which the allen c-flex polar head positioner was used. The male patient sustained a pressure injury due to positioning along his gumline (inside his mouth). This was described as a "blood blister" due to pressure sustained during the prolonged procedure, along the gumline. The patient recovered from some additional transitory symptoms, including a rash near the mouth, and some shoulder numbness. The patient is seeking post-operative care with a peridontal specialist to treat the gumline injury.

Manufacturer narrative:
The patient's positioning was conducted by the attending staff and dr. The case surgeon. The incident was reported due to the patient outcome. There was no report of a device defect or failure. The device in question is an allen medical field demonstration unit. It was reviewed visually by a trained company representative. No defects were found.